Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02jan2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the device failed the airflow accuracy test (pvt test 5) at the 10 lpm setting. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 07mar2019, date rec¿d by MFR : 05mar2019. The manufacturer¿s international service technician confirmed the reported airflow issue. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 04/08/2019, date rec¿d by MFR : 05/18/2019. Failure analysis on the returned gas delivery system (gds) shows that the o2 flow sensor drift caused unit to pass out of specified range. Replacement of u1/u3 combination of o2 flow sensor subsystem resulted in the unit passing all testing. Root cause failure determined to be fault in u1 of o2 flow subsystem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.